Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced blood glucose (bg) of 300 mg/dl with thirst associated with recurring loss of prime warnings. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The alleged bg excursion does not meet criteria for a serious injury. The reporter noted that the loss of prime issue occurred with multiple cartridges and that cartridges were being used per instructions for use. This complaint is being reported based on the allegation of a recurring loss of prime issue that remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/01/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed loss of prime warnings due to low, non-zero force. The pump was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration measured within specifications.